Manufacturer narrative:
The failure investigation has been completed and the alleged battery charging issue was verified. Based on the analysis, the alleged fill estimate issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was approximately 200 mg/dl. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy. Additionally, it was reported that a resume pump alarm occurred. Customer declined to troubleshoot with tandem technical support, therefore no additional information was obtained.